Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be missing, and the device to be in good condition. Functional testing was able to duplicate the issue. It was determined that the motor defect (blocked) was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. Review of the event history log was not applicable.

Event description:
It was reported that the device exhibited ¿error 187 - motor block - remove power¿. The event occurred while in use with patient with no human harm.